Event description:
It was reported that an arteriotomy closure of the right common femoral artery, which was reported to be quite superficial, was attempted using a perclose proglide device after an interventional procedure. Reportedly, when withdrawing the needles there were no suture attached indicating a cuff miss. The proglide was removed and the vessel was rewired. A second proglide was used with the same results. Hemostasis was achieved using a third proglide device. A 6fr sheath was used. There were no reported adverse patient sequelae. There was no reported significant delay in the procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.the other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). An analysis of the returned device did confirm the reported device issue. No manufacturing or quality deficiency was detected. A review of the lot history record for the reported lot revealed no non-conformances, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract.